Manufacturer narrative:
(B)(6). The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. There is no abnormality when connecting and operating according to the instruction manual. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when the 4k uhd lcd monitor was powered on and connected to the scope prior to an unknown procedure, green noise occurred on the entire monitor. There was no error on the display. The noise occurred continuously but it recovered naturally over time. Sometimes it was temporarily restored when the power was turned on and off. The planned case continued with frequent noise, and a blackout of 2 to 3 seconds was observed, but it could be completed. The reported noise does not occur when another monitor is combined with the cv-1500. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.